Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic with device that could not be interrogated. Last evaluation in (B)(6) 2016 had 3 years to eri. The device was unable to be interrogated with a second programmer. The device was explanted and a new device was successfully implanted. The patient's condition was fine during and post procedure, as the patient was not dependent. The patient is doing fine.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.